Event description:
A patient with right hip osteoarthritis received total hip arthroplasty on (B)(6) 2020. A post operative x-ray confirmed a distal stem perforation of the diaphyseal. When the wound was reopened, the surgeon also discovered a secondary fracture. Adjustments were made and wiring was applied under the perforation and the lesser trochanter.